Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging of pink material in nose and was coughing up pink material, noticed pink material in water as well, battling on and off with bronchitis, machine pressure feels different and pink particles getting into mouth and nose, difficulty breathing / short of breath, particles in tubing / chamber related to a bipap device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section b5 has been corrected and should be reported as: the manufacturer received information alleging pink material in nose and was coughing up pink material, noticed pink material in water as well, battling on and off with bronchitis, machine pressure feels different and pink particles getting into mouth and nose, difficulty breathing / short of breath, particles in tubing / chamber related to a bipap device's sound abatement foam. Section b6, h6 health effect-clinical code corrected. Section h6 updated in this report.

Manufacturer narrative:
Additional information was received on oct 12, 2023, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging pink material in nose and was coughing up pink material, noticed pink material in water as well, battling on and off with bronchitis, machine pressure feels different and pink particles getting into mouth and nose, difficulty breathing / short of breath, particles in tubing / chamber related to a bipap device's sound abatement foam. Additional information was received the patient has alleged respiratory tract irritation, nose irritation, asthma (new or worsening), inflammatory responses, reduced cardiopulmonary reserve. The patient had to have the sinus surgery, chronic cough and taking heart medication. The sections b1, b2, h1, and h6 have been updated or corrected in this report as follows: section b1 was corrected for adverse events and product problem. (The product problem was checked in the previous MDR.) Section b2 was corrected to other serious or important medical events. (Previously, it was blank.) Section h1 was changed from malfunction to serious injury. Section h6 health effects: clinical codes and health effects - impact code was updated.

Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury this issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.